Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9176474, medical device expiration date: 2024-06-30, device manufacture date: 2019-06-25. Medical device lot #: 9193940, medical device expiration date: 2024-06-30, device manufacture date: 2019-07-12. Investigation summary: customer returned (100) sealed bd alcohol swabs from lot 9193940: 50 from line 9, and 50 from line 10. No samples from lot 9176474 were returned, therefore the alleged issue could not be confirmed, nor the root cause determined for lot 9176474. Consumer reported that there is a band aid like substance on some of her swabs. All 100 returned alcohol swabs were opened, then examined, and no apparent issues were observed on any of the returned samples; no foreign matter (band aid-like substance) was observed. As no manufacturing defects were observed, the alleged issue could not be confirmed for lot 9193940. A review of the device history record was completed for batch #9176474. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch #9193940. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that foreign matter occurred with a swab alcohol 100 bx 1200. The following information was provided by the initial reporter, "consumer reported that there is a band aid like substance on some of her swabs, sending unopened samples for evaluation."